Manufacturer narrative:
The event date was not provided by the customer. (B)(4). The pipeline flex has been returned and evaluation is currently in progress. A follow up MDR will be submitted when evaluation is complete.

Event description:
Medtronic received report that a pipeline flex did not open during a procedure. It was reported that during advancement, the pipeline flex had resistance in the distal section of the marksman. The push wire would not move. In addition, the distal section of the device did not open at deployment. The pipeline flex was removed. The procedure was ultimately completed using another manufacturer's stent. Angiographic result post-procedure was acceptable. There was no report of patient injury as a result of this event. All devices were prepared as per IFU.

Manufacturer narrative:
Device evaluation the pipeline flex braid was returned for evaluation without the pushwire and catheter. As received, the braid was found to be fully open with moderate fraying on both ends. Based on the product analysis and the reported event details, the report of pipeline flex failure to open in the distal section could not be confirmed. The received pipeline flex braid was found to be fully open. In addition, the cause for damage on both ends of the braid could not be conclusively determined. All products are 100% inspected for damage and irregularities during manufacture. It is possible that the patient¿s severely tortuous anatomy may have contributed to the reported issue. Per the pipeline flex instructions for use (IFU): ¿do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ mdrs related to this event: 2029214-2016-00073 2029214-2016-00074 2029214-2016-00075 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information that the patient's anatomy was severely tortuous.